Event description:
Blanketrol iii found to be leaking current. Medical engineering reported three blanketrols having a problem with the current leakage to ground. When the blanketrols are first turned on, the current leakage is about 18-19 milliamps. When a relay in the blanketrol closes, the current leakage jumps to about 50 milli-amps, setting off the alarms in the intensive care units with isolated ground (power). After the blanketrols are running, the current leakage to ground sometimes exceeds the limit of the tester. Medical engineering believes the spike in the current leakage to ground is what sets the alarms off, even though it is within the acceptable limits.